Event description:
Information received that the bed was locking in brake mode. No injury reported.

Manufacturer narrative:
Technician found the stretcher on (B)(6). Found the casters were not locking in place. Cause: the locking mechanisms on each caster were worn. Replaced casters to resolve this issue.